Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 529 mg/dl. Customer experienced cotton mouth, thirst, did not feel well overall and treated their high blood glucose via manual injection. Troubleshooting on the device was performed. Customer was advised to remove the reservoir, rewind the insulin pump, reinsert the reservoir and run a manual prime. Customer was advised to call back when they receive a tubing clamp in order to complete the troubleshoot process.